Event description:
The patient contacted lifescan and reported that her one touch ultra meter was reading inaccurately high. There is no allegation of harm or serious injury. The patient had performed a precison testing with results of 113 mg/dl, 327 mg/dl, 245 mg/dl, and 275 mg/dl, all performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. During troubleshooting, it was verified that the meter was in the right unit of measurement and that it was coded correctly. Her test strips were in good condition and within the expiration date. She did not have control solution and therefore, a quality control and therefore, a quality control check could not be performed. Her blood glucose level was checked on another ultra meter with results of 211 mg/dl, and 192 mg/dl. The patient had needed assistance by a non-medical professional and was given food and/or beverage. Based on the information provided, there is an indication that the product has malfunctioned since the precision test outcome was out of specifications. However, there is no information to suggest that the patient experienced injury due to the product. Therefore, this case is reported as a precision malfunction. A replacement meter, control solution, and test strips were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.